Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen and it was unable to read the alarm history because of screen. Customer also stated that the drive support cap was loose. Customer stated that the insulin pump was not exposed to high magnetic field, not dropped and was not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with severe scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test. Drive support cap look normal.